Manufacturer narrative:
The complaint states the type of this complaint is revision due to possible alval. The primary surgery for oa had taken place on (B)(6) 2007 by use of the products in question. The patient had been in pain around the hip joint since (B)(6) 2014, then the revision took place on (B)(6) 2015 because of possible alval by mom. Before the revision, tissue reactions were found around the cup by the photo diagnosis. During the revision, the surgeon found abnormal tissue reactions in the hip joint and black substances around the connecting parts of the taper. Although there is no problem with the stabilization of the implants, but some symptoms similar to osteolysis were found around the cup. The surgery was complete with a ninety-minute delay. The patient is now under observation for a full recovery. A complaints database search did not identify any anomalies. The lab report and products were reviewed by bioengineering. A report was received (B)(4) stating: reviewed per wi-7915. No information is provided on the reason for the reported 90min delay in surgery. No x-rays were provided for review so the osteolytic type response could not be reviewed. Limited wear was reported on the bearing surface but wear did occur as can be seen from the scratches. Damage was reported on the head and stem tapers. Some damage was visible on the stem/sleeve taper and also the liner/shell taper. The mode of failure of the prosthesis is multi-factorial and consideration has to be given to all other potential influences such as, surgical process, patient variables i.e. Activity, weight, bmi and use, anatomical considerations and patient changes over time. This report details the findings from a review of the explants and information as supplied at the time of evaluation. Any conclusions from this data have to be placed into context with all other relevant factors. The complaint shall be closed with an undetermined conclusion and entered into the complaints system and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further.

Event description:
The type of this complaint is revision due to possible alval. The primary surgery for oa had taken place on (B)(6) 2007 by use of the products in question. The patient had been in pain around the hip joint since (B)(6) 2014, then the revision took place on (B)(6) 2015 because of possible alval by mom. Before the revision, tissue reactions were found around the cup by the photo diagnosis. During the revision, the surgeon found abnormal tissue reactions in the hip joint and black substances around the connecting parts of the taper. Although there is no problem with the stabilization of the implants, but some symptoms similar to osteolysis were found around the cup. The surgery was complete with a ninety-minute delay. The patient is now under observation for a full recovery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI unavailable. Follow-up with the complainant has been conducted for the catalog and lot number and this information is not available.